Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the urinary retention was pre-existing and they had notified their healthcare provider about it. No further complications were reported. ***MDR decision updated to not reportable. No additional supplementals required unless additional information received indicates reportable event. ***

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient stated he is on program 5 and it causes his bladder to contract but he can't relax and go. He also stated that his sphincter muscle is still really tight. Patient stated his healthcare provider instructed him to try each program to see which works best and patient wanted to know what is the difference between programs and which would work best for retention. Patient also mentioned he only keeps stimulation on when he's at home because he leaves it off when he's driving or out in public. No further complications were reported.